Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nitinol guidewire was not lubricating enough during the second use. It was unknown whether the event included extra operation or drug therapy.

Manufacturer narrative:
Per investigation finding, bd has determined that this MDR event is not reportable. The device was not returned.

Event description:
It was reported that the nitinol guidewire was not lubricating enough during the second use. It was unknown whether the event included extra operation or drug therapy.